Event description:
Patient presented back to the physician with infection at the ipg site. Physician removed the inspire system. This resolved the issue.

Event description:
Patient presented with an abscess at the ipg site to the physician on (B)(6) 2021. Physician prescribed antibiotic.